Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The leak was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that bubbles could be seen during preparation of the 3.5x12 mm nc trek balloon catheter. The catheter was not used on the patient. A new 3.5x12 mm nc trek balloon catheter was used without issue. There was no resistance felt during removal of the protective sheath. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.